Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to moisture damage on keypad trace. Insulin pump received with minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip. Numbers do not ramp up on it's own or scroll bar moving with no input.

Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose level was not included in the report. Nothing further reported.